Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a severely calcified and moderately tortuous distal left circumflex. On the first inflation the 3.0x15mm quantum maverick monorail balloon was inflated to twelve atmospheres. On the second inflation, the balloon ruptured at sixteen atmospheres. The balloon was removed intact. The procedure was completed with another quantum maverick balloon of the same size. The pt status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4).